Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the right atrial (ra) lead also exhibited noise. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No changes or intervention was reported. The patient condition was unknown.